Event description:
The plaintiff's atty alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one of three device reports related to this event. The associated MFR report numbers are 1225714-2014-15671, 1225714-2014-15672 and 2937457-2014-03523.

Manufacturer narrative:
This is one event (death) for the same pt involving three separate products.